Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in the hospital for unresolved percutaneous lead infection. A decision was made to exchange the lvad pump with another lvad pump. All pump function and diagnostics were operating normally.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the report of suspected thrombus could not be confirmed. The patient remains ongoing on lvad support and no further related issues have been reported. However driveline infections and thrombus are listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The cause of the driveline site infection is most likely from the patient showering. The old driveline exit site was removed, and the patient's new driveline exits from the left side. The surgeon requested that the pump be returned for a thrombus investigation; however, additional information stated that the pump would not be returning. No further issues have been reported.